Event description:
The customer reported the ambulatory telepack stopped functioning while in use on a pt. No pt injury was reported.

Manufacturer narrative:
The cause of the shutdown is unk since the customer did not return the ambulatory telepack for eval.